Event description:
It was reported there seems to be an issue with the port where the header plugs in. The header was replaced and the intermittent telemetry issue continued. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).